Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on, (B)(6) 2017, that on (B)(6) 2017, the patient experienced a hypoglycemic event. The patient was admitted to the hospital on 05/15/2017 due to having the stomach flu with a low blood glucose (bg) reading of 60 mg/dl. There was no allegation of malfunction to the device. The patient's mother reported that the patient's continuous glucose monitor (cgm) did alert the patient for the low event. No additional event or patient information is available.